Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube , the perforated essure coil, which was on the left in the corpus, was visible and photographed.") In an adult female patient who had essure (batch no. A20058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. *following the requisite time period after implantation of essure she had a hysterosalpingogram test. Concurrent conditions included anxiety, bradycardia, gastroesophageal reflux disease, uterine ablation and d & c. Concomitant products included iron since 2012, minerals nos;vitamins nos (prenatal vitamins) since 2012 and paracetamol (tylenol) since 2012. On (B)(6)2012, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic congestion ("reproductive system disorder or condition type of disorder or condition: pelvic congestion syndrome"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain chronic pelvic"), ovarian cyst ("ovarian cyst"), uterine enlargement ("enlarged uterus"), ovarian enlargement ("enlarged left ovary") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (hysterectomy, salpingectomy (one side removal of fallopian tube, oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, pelvic pain, pelvic congestion, ovarian cyst, uterine enlargement, ovarian enlargement and anaemia outcome was unknown. The reporter considered anaemia, fallopian tube perforation, ovarian cyst, ovarian enlargement, pelvic congestion, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: result: total bilateral occlusion. Pregnancy test urine - on (B)(6)2012: result:-negative.. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic congestion syndrome, enlarged uterus, left ovarian cyst, pelvic pain, essure coil perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube , the perforated essure coil, which was on the left in the corpus, was visible and photographed.") In an adult female patient who had essure (batch no. A20058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. *following the requisite time period after implantation of essure she had a hysterosalpingogram test. Concurrent conditions included anxiety, bradycardia, gastroesophageal reflux disease, uterine ablation and d & c. Concomitant products included iron since 2012, minerals nos;vitamins nos (prenatal vitamins) since 2012 and paracetamol (tylenol) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic congestion ("reproductive system disorder or condition type of disorder or condition: pelvic congestion syndrome"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain chronic pelvic"), ovarian cyst ("ovarian cyst"), uterine enlargement ("enlarged uterus"), ovarian enlargement ("enlarged left ovary") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (hysterectomy, salpingectomy (one side removal of fallopian tube, oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, pelvic congestion, ovarian cyst, uterine enlargement, ovarian enlargement and anaemia outcome was unknown. The reporter considered anaemia, fallopian tube perforation, ovarian cyst, ovarian enlargement, pelvic congestion, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: result:-negative. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic congestion syndrome, enlarged uterus, left ovarian cyst, pelvic pain, essure coil perforation. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs + mr received reporter information was added. Lot number added. Hysterectomy event deleted and new events were added. Pelvic congestion syndrome, ovarian cyst, enlarged uterus, enlarged left ovary, anemia, pain, perforation fallopian tube. Concomitant drug was added. Medical history and lab test was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube , the perforated essure coil, which was on the left in the corpus, was visible and photographed.') And genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. A20058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. *following the requisite time period after implantation of essure she had a hysterosalpingogram test. Concurrent conditions included anxiety, bradycardia, gastroesophageal reflux disease, uterine ablation and d & c. Concomitant products included iron since 2012, minerals nos;vitamins nos (prenatal vitamins) since 2012 and paracetamol (tylenol) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic congestion ("reproductive system disorder or condition type of disorder or condition: pelvic congestion syndrome"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain chronic pelvic"), ovarian cyst ("ovarian cyst"), uterine enlargement ("enlarged uterus"), ovarian enlargement ("enlarged left ovary") and anaemia ("blood or heart disorder/condition type: anemia") and was found to have blood count abnormal ("issues maintaining my blood count"). The patient was treated with surgery (hysterectomy, salpingectomy (one side removal of fallopian tube, oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, pelvic congestion, ovarian cyst, uterine enlargement, ovarian enlargement, anaemia and blood count abnormal outcome was unknown. The reporter considered anaemia, blood count abnormal, fallopian tube perforation, genital haemorrhage, ovarian cyst, ovarian enlargement, pelvic congestion, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: result:-negative. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic congestion syndrome, enlarged uterus, left ovarian cyst, pelvic pain, essure coil perforation. Concerning the injuries were reported in this case, the following one were described via social media: genital bleeding and blood count abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new event bleeding and issues maintaining my blood count were added. Reporter's information was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed in (B)(6) 2014. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Diagnostic results: following the requisite time period after implantation of essure she had a hysterosalpingogram test. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.